Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the longevity calculation equals 77%. Battery depletion curve equals 95%. Projected longevity at recommended replacement time (rrt) equals 81%.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) and had rapid battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) and had rapid battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 implantable tachy lead, (B)(6) 2008; 5076 implantable pacing lead, (B)(6) 2008; 4196 implantable pacing lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.